Event description:
The health care professional picked up the full sharps container in order to dispose of it. While walking, the container hit her right leg and she felt a needle stick. One of the needles had perforated through the side of the container. The health care professional was not started on prophylactic medications.